Event description:
It was reported the clamp of a connecting tube is broken and cannot be connect to the channel connector of the endoscope reprocessor pool. The issue occurred during preparation for reprocessing, the reprocessing was completed using the same reprocessor by changing the connecting tube. There were no reports of delay, patient involvement nor patient or user harm.

Manufacturer narrative:
E1: complete address is b1., (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: based on the information that lock lever of connecting tube was broken, we presumed that external stress was applied to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. The event can be detected and prevented by following the instructions for use: user can detect abnormality by conducting inspection below: chapter 3 inspection before use: 3.4, inspecting the connecting tubes and leak test air tube: before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube; all tubes should be free of cracks, breaks, fissures, scratches, or stains; there should be no cracks in the lock levers of connecting tube connectors; there should be no bends or breaks in the pin of connecting tube connector; the tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace with a new one. Olympus will continue to monitor field performance for this device.